Manufacturer narrative:
The devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of transfer sets had a separation between the white twist sleeve and light blue main body; further described as ¿blue and white locking connection come loose as well as some leaking¿. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.